Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction osteosynthesis for femoral diaphyseal fractures on (B)(6) 2018. During the procedure, the reamer was broken when it made contact with the nail. The fragment was retrieved and surgery was completed successfully with a delay of approximately 30 minutes. No adverse consequence to the patient was reported. Surgeon commented that the instruments used to stretch the tensor fascia lata muscle may have contributed to the interference between the reamer and nail. Concomitant device reported: nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) 4.5/6.5mm reamer for hip screw for expert nails 450mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted for part: 03.010.368, lot: u134816: manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 10.may.2011: the device history record shows this lot of 201 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material analysis, strength and structural stability criteria at the time of release with no issues documented during the manufacturing process. The values were in compliance with ao/asif specification and with the international standards for stainless steel: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection shows that the tip of the reamer is broken off at the radius of 6.5mm / 4.5mm area. The broken fragment was received. It is obvious that the cutting edges are damaged and therefore blunt (see attached pictures). This reamer was long term in use and therefore worn at the cutting tool. As result of this damage, excessive mechanical force was applied during reaming what caused the breakage finally. As the reamer is broken as complaint, this is classified as confirmed. The material could be identified at device history record review as stainless steel a440 what is according to the specifications. All measurable dimensions are documented during manufacturing procedure and confirmed to meet all specifications as well. Due to the damaged cutting edges, is not possible to measure the dimension in the broken area anymore. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. No product fault could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.